Manufacturer narrative:
Concomitant medical rpoducts: product ID: neu_unknown_lead, serial#: unknown, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: (B)(4), UDI#: (B)(4). Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had developed an ¿infection with fever.¿ the cause of the infection with fever was unknown; however, it was noted ¿the infection was not caused by sacral neuromodulation (snm).¿ it was stated that ¿because the patient was undergoing stoma treatment, explantation of the snm system was decided.¿ during the explant procedure, the ¿lead was torn in the vicinity of marker a, but it was dug deep and explantation was completed without any residue.¿ no further complications were reported or anticipated.